Event description:
It was reported that a pocket infection occurred. The implantable cardioverter defibrillator (ICD) system was explanted and replaced. The patient was a participant in the (B)(6) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. (B)(4).